Event description:
It was reported that during a da vinci s partial nephrectomy surgical procedure, the ecm clutch became stuck and the customer experienced system error code #23020 while docking the pt. The surgeon could not clear the system error code and decided to bring in their spare da vinci s system to complete the planned procedure. This resulted in a 30 minute delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23020 experienced by the customer was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The #23020 system error code appears when one of the switches in the manipulator is showing inconsistent signals on it's two switch leads. The ecm was returned to isi for failure analysis investigation. Engineering eval discovered a faulty switch, thus generating the system errors experienced by the customer. As of march 26, 2008, there have been no reported recurrences of the issue at this hospital.